Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28 mar 202/ serial#: (B)(4), device available for evaluation: no dev rtn to MFR? No, device mfg date: 24 oct 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, upon tether removal the leadless implantable pulse generator (ipg) threshold rose to unacceptable level. The leadless implantable pulse generator (ipg) system was explanted and replaced. No patient complications have been reported as a result of this event.